Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address patella clunk and mild instability. Patient also underwent debridement and insert exchanged to a 12 mm. Doi: (B)(6) 2015; dor: (B)(6) 2017; left knee.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.